Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the insulin set and site. No additional alarms occurred. Customer's blood glucose was 398 mg/dl.